Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it doesn't work anymore. There were no further complications reported as a result of this event. The indi cations for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they tried several new batteries, and it still wasn't working. They began experiencing it not working anymore on 2017 (B)(6). The patient mentioned that nothing had changed to lead to it not working. It was noted that issue had not been resolved yet, and they were going to (B)(6) on 2018 (B)(6). There were no further complications reported as a result of this event.